Manufacturer narrative:
Updated field(s): date of birth weight. / weight (units) describe event or problem device evaluation: the iab was returned with the membrane completely unfolded and blood observed on the exterior of the catheter and between the catheter and the sheath. No kinks were visible on the iab catheter. The extender and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and no leaks were detected. The iab was placed on the cadiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported problem cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted on 10march2024 at 1800. After approximately 2.5 days of iab therapy, there as a "catheter restriction" alarm. The facility staff was unable to resume pumping. A chest x-ray was suggested. They decreased the augmentation control, and tried the "fill" key again without success. They tried rolling the patient, and a physician at the bedside tried manipulating the sheath hub. None of this was successful, and the pump continued to alarm. There was no blood in the helium tubing. At this point, the pump had been in standby for more than 20 minutes and the cardiology fellow decided to contact the attending about removal. The iab was removed on (B)(6) 2024 at 1318 and a new iab was not inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there as a "catheter restriction" alarm. The facility staff was unable to resume pumping. A chest x-ray was suggested. They decreased the augmentation control, and tried the "fill" key again without success. They tried rolling the patient, and a physician at the bedside tried manipulating the sheath hub. None of this was successful, and the pump continued to alarm. There was no blood in the helium tubing. At this point, the pump had been in standby for more than 20 minutes and the cardiology fellow decided to contact the attending about removal. They were unsure if they were going to replace the iab. There was no patient harm or adverse event reported.